Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported an obstruction. It was indicated the system and handpiece were exchanged but the problem persisted. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative cleared the phaco handpiece (hp) and verified functionality testing. Further communication revealed that the occlusion occurred because the handpiece was not cleaned properly. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The phaco handpiece was manufactured on march 16, 2011. Based on qa assessment, the product met specifications at the time of release. The associated system was manufactured on march 18, 2011. The hp directions for use (dfu) clearly outline a validated ten-step decontamination process that can clear the handpiece of an occlusion, or at a minimum alert the customer that there is an occlusion. The handpiece was confirmed to have an occlusion which was attributed to the customer¿s failure to properly clean the handpiece. (B)(4).